Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff would not remain inflated and found a small pin hole on it. The patient had a replacement of the tube.